Event description:
It was reported immediately after the scs system was implanted, the pt could not control it and the ipg would unexpectedly jolt and shock him frequently causing discomfort and pain. Reprogramming was unable to resolve any of the issues. The pt was experiencing great pain for around 5 weeks in (B)(6) 2013. Pt felt this extreme pain was abnormal and contacted his physician. The physician recommended doing a cat scan which showed that the ipg had rotated 180 degrees causing the leads to be stretched taut causing pain. Pt states that both physician and sjm rep recommended removing the scs system to resolve the pain. The ipg continues to cause the pt tremendous pain and discomfort. Pt states he is taking pain medication.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.